Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence, uterine fibroids, abnormal uterine bleeding, and ovarian cyst.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent stress urinary incontinence, urgency, frequency, dyspareunia, burning when urinating and infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage.

Event description:
It was reported that following insertion the patient experienced urinary leakage.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to pelvic pain.